Event description:
The reported issue by customer stated. Loose spo2 connector - the same is freezing the image, intermittent defect. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.